Event description:
The reporter contacted animas on (B)(6) 2012 alleging that two times when performing the load cartridge step the pump emitted a "no cartridge detected" warning. The reporter indicated that the cartridge was full when performing the load step. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed multiple "pump not primed" and "no cartridge detected" warnings. Rewind, load and prime steps were performed successfully with no alarms. A force sensor calibration test was performed and revealed the force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. The pump was opened for investigation and revealed contamination on the force sensor shim. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.